Event description:
It was reported that during a starr procedure, the device cut but did not staple. The device deployed unformed staples in the rectum. The surgeon sutured by hand to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.